Event description:
It was reported that another company's stent was mounted on the rocket when threads were noted on the shaft of the device. An attempt was made to advance the device over a guide wire, contrary to instructions for use, and resistance was met. Removal of the device from the guide wire revealed that the tip had separated from the catheter. Reportedly the device was not used in the patient and no injury occurred.